Event description:
It was reported to boston scientific corporation that a cre pulmonary balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2009 (patient weight is unknown). According to the complainant, during the procedure, the cre balloon was inflated with a contrast solution, however, the balloon leaked. Additional information obtain from the complainant reported the balloon did successfully inflate to the first dilatation size however when an attempt was make to inflate to the second size, a leak was noticed at 4atm of pressure. The balloon was removed from the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of over-delivery/iipv.

Event description:
Follow up with the nurse revealed that the patient outcome was good, the patient did receive a replacement device and has had no further issues. The nurse stated that the peritoneal dialysis process was reviewed with the patient and caregiver, however, it appeared the overfill was due to issues with the pd cycler. Product surveillance contacted the patient on 11/24/09. According to the patient he does manual exchanges of about 2000ml during the day. No further information was obtained.

Manufacturer narrative:
(B)(4). The following statement "the device will be routed to the service area where the digital pcb will be scrapped: should be removed from the evaluation summary. The digital pcb was not related to the increased intra-peritoneal volume (iipv) event that was being reported, therefore, it should not have been in the evaluation summary.

Manufacturer narrative:
Evaluation summary: the product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported increased intraperitoneal volume (iipv). The iipv was not confirmed in the logs and not duplicated during the pal evaluation. The assignable cause was undetermined. There were no drain amounts recorded that exceed the current iipv drain criteria. The device will be routed to the service area where the digital pcb will be scrapped. CAPA is currently open for the reportable malfunction of iipv / overdelivery.

Event description:
A customer contacted baxter's technical service center to report an excessive drain volume with the homechoice (hc) machine in drain 4 of 5. Product surveillance contacted the patient's wife in 2009. According to the patient's wife they do a midday drain on the patient which is usually a high drain volume. The wife states the patient lays on his side instead of his back during the drain cycle, she believes this is preventing the patient to fully drain to empty. The wife did not recall the drain volume of one month earlier, however, states it was a little over 4000ml. The fill volume is 2500ml. The patient had symptoms during dwell 4 of 5, where he felt overfilled and was short of breath. The wife stated they received a new cycler and the patient has resumed therapy fine. The nurse has also been notified. The wife states she monitors that her husband is laying on his back during the drain cycles so that he can fully drain. Based on the volumes given this event meets increased intraperitoneal volume (iipv) criteria. The probable caused based on patient questions could not be identified.